Event description:
Additional information indicated the pump was programmed to simple continuous mode delivering compounded baclofen 2000mcg/ml at a daily dose of 600mcg/day. The drug lot number was not available as the drug was transferred from the explanted pump to the new pump during surgery. It was unknown what other medications that the patient was taking at the time of the event or diagnostics performed.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The patient had a pump replacement on (B)(6) 2015 and was scheduled for a follow up appointment on (B)(6) 2015 at the implanter's office; however, the patient failed to show. The patient did not respond to a follow up phone message to reschedule. The patient then called the office on (B)(6) 2016 requesting to be seen as there was a problem with the pump. The patient presented to the office with visually evident symptoms of pump pocket infection with wound gaping and drainage evident. The physician arranged for patient admission to the hospital and an emergent surgery scheduled for (B)(6) 2016 at 2030. The plan was to remove the pump and catheter, start intravenous (IV) antibiotics, and place the patient on oral baclofen. It was unknown if the issue was resolved at the time of the report. It was noted that the patient had potential for sepsis due to the pump pocket infection; however, this was unconfirmed. Patient status at the time of the report was alive with injury. Additional information was requested regarding drug information, patient medical history, and diagnostics performed. A supplemental report will be submitted if additional information is received. Additional information was received via the manufacturer representative. The pump replacement was performed on (B)(6) 2015 to avoid in vivo battery depletion. The representative was told that the patient returned to the clinic one week after surgery for a wound check. The wound was well approximated and pink, half of the skin staples were removed, the patient was scheduled to return on week later to remove the rest. At some point during that following week, the patient was hospitalized for a reason not involving the pump. The hospital staff removed the remainder of his staples and the patient did not return to the clinic until the day of his pump removal when it was determined that the pump pocket was infected. The pump was removed on (B)(6) 2016 along with the sutureless connector. The representative had not retrieved the removed pump as of this writing. The catheter was occluded permanently and tied to the fascia rather than removing to avoid potential cerebrospinal fluid (csf) leak.